Event description:
It was reported that when using the repaired electric dermatome handpiece for the first time after getting it back from the repair facility for calibration, it was used on a burn victim with little tissue area to use and the tissue was destroyed from the unit. No additional clinical information was received.

Manufacturer narrative:
Device was manufactured on 04/10/2002 and was last repaired on (B)(4) 2014 for preventative maintenance. The customer did not return the device to zimmer surgical for evaluation and repair; however, the device was confirmed to meet calibration and functional specifications after repair during the previous service. It was also noted that on the previous repair that the wiring and silicone were non-zimmer parts, possibly indicating repair from a non-zimmer facility. A cause of the customer's reported event could not be determined since the device was not returned for evaluation. No information is known regarding the technique or methods utilized during the reported event; however, incorrect user technique could cause the device to harvest an unusable graft.